Event description:
Customer states pt test 4.0 inr on coaguchek system and 3.04 on comparison lab. No action taken on device result. No adverse event reported. Requested return of suspect system. However, strips are unavailable for return.